Event description:
While at (B)(4) meeting an anesthesiologist reported he experiences "channel disconnected" alerts when devices are bumped. No device saved or sequestered for reported issues. He reported this has happened approximately 10-12 times. He must reprogram the device when this occurs. No patient harm or medical intervention reported. He reports this occurs regularly.

Manufacturer narrative:
(B)(4). The customer's complaint of a channel disconnected alert could not be confirmed. The customer was instructed on how to use the restore feature, was provided with tip sheets for anesthesia mode, an alaris system dfu and channel error reference material. The pumps were not sequestered and although 3 attempts were made to obtain devices, the devices were not returned for investigation. The cause of the customer's experience is unknown. Upon further evaluation, we have determined this to be reportable.